Event description:
It is reported that a customer has been receiving repeated lost sensor alarms on their insulin pump. The patient's blood glucose was 130 mg/d at the time of the call. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.